Manufacturer narrative:
Concomitant medical products: product ID: 407645, lead, implanted:(B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the review of a remote monitoring transmission, undersensing was noted on a stored episode. The rv lead remains in use. No patient complications have been reported as a result of this event.